Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system mixed up patient images. There were no reports of an injury or death.